Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical italy evaluated the device and the custome's report was duplicated however was not confirmed. The cpu/uim board, display board, li-ion battery and power supply plug were replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. No trend is associated with reports of this type